Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the poorly placed nail is attributed to difficulty in positioning. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. Exchange surgery can be completed with minimal risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was exchanged due to a poorly placed nail. The im nail was replaced with a 9mm x 380mm, standard nail per the sign technique manual. Surgeon comment: "it was a revision surgery for protrusion in to knee but exchange nail was done with longer plate with out opening the fracture site."